Manufacturer narrative:
Reported event of stent positioning/placement problem. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a duodenal stenting procedure on (B)(6) 2013. According to the complainant, the patient did not have a tortuous anatomy. The stent was being placed to treat a 5cm long stricture in the duodenum. During the procedure, the stent was advanced to the stricture and the physician began to release the stent. The stent deployed approximately 30% and the physician attempted to reconstrain the stent to change its position. However, the stent was not able to be reconstrained and the physician deployed the stent in the incorrect location. It was reported that the stent remained implanted in the patient and the physician implanted a second wallflex enteral duodenal stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable